Event description:
Procedure: lap appendectomy. According to the reporter: staples did not form on tissue. The procedure was converted to open. The doctor continued the case using suture. Delay in surgery time was 30 minutes.

Manufacturer narrative:
(B)(4)